Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the bakri balloon was appointed for use for stopping uterine bleeding. It was reported that the nurse found a violation of the balloon integrity (a split) upon removing from the packaging. Another device was used instead.